Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked during patient infusion. The leak was noticed by the patient and was coming from what appears to a defect in the side of the lock, not the point at which it connects. There was no crack or defect visible but when flushed with 5% dextrose in water, leakage was seen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.